Manufacturer narrative:
A ge rep evaluated the sys and replaced the filament driver board and reset a circuit breaker. The sys operates as intended.

Event description:
The customer reported the sys displayed a filament regulator error. Charger failed error, and a precharge voltage error. No pt injury was reported.